Manufacturer narrative:
Device evaluation of the alleged malfunction required retrieval of the device from the patient; return to the contract manufacturer for decontamination, inspection, data retrieval and initial testing; followed by shipment to the manufacturer of record for failure investigation and root cause analysis. Returned therapy cable passed safety, and eit. The returned device passed all field return tests and inspections. The reported condition could not be replicated. There is no indication of a product malfunction. The reported service error code can be erroneously generated if the patient has not fully inserted the plug connector during power up or removes/re-plugs it in during power up. Will continue to trend for future occurrences.

Event description:
Patient reported multiple occurrences of service error code. All troubleshooting attempts failed. Wcd role in the event is pending evaluation of to-be-returned device.